Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified and deep left common femoral artery using two proglide devices after an interventional angiogram procedure. Reportedly, with both devices, a cuff miss [suture retrieval issue] occurred. A non-abbott device and manual compression were used to achieve hemostasis. There was no adverse patient sequela. However, a longer hospital stay for the patient was reported. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.